Manufacturer narrative:
An investigation has been initiated. When the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
A visual inspection of the catheter revealed damage which supports the accounts description of the event. The extension in which the luer was disconnected from was stretched. This was confirmed dimensionally and visually. The luer to extension tensile force could not be measured because the luer had already separated from the extension. The elongated extension is visually comparable to the validation test samples. For that reason, juncture strength was not suspected to play a role in the failure. The root cause of the failure is attributed to the extension getting caught on something immovable while positioning the patient.

Event description:
The nurse stated they were positioning the pt and the catheter hub luer became disconnected from the catheter.